Manufacturer narrative:
(B)(4). Unit passed displacement test, active current measurement, and self test. However, unit received with unexpected battery power loss and had high sleep current due to moisture damage at the electronic assemblies. The following were noted during visual inspection: minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.